Event description:
According to the implant summary card received, previously implanted cryolife tissue was explanted on (B)(6) 2018. A query of records indicated a pulmonary valve and conduit was implanted on (B)(6) 1999 for this patient. Additional information received indicates that a ross procedure was performed on (B)(6) 1999 due to aortic regurgitation. The valve was explanted on (B)(6) 2019 due to aortic root aneurysm (57mm) and moderate aortic regurgitation, and moderate - severe pulmonary regurgitation (grade 3/4). The homograft was not calcified. The leaflets were retracted. The wall was simply thickened and fibrotic. The homograft was sent to the pathology lab, and not sent back to cryolife. The patient underwent a valve-sparing root replacement with autograft valve repair and pulmonary homograft replacement. The patient went home on pod (post operative day) 7. The patient was seen 3 months after surgery and the patient is doing great.

Manufacturer narrative:
The root cause is likely structural deterioration of the pulmonary homograft resulting in valve dysfunction. However, occurring after 18 years of implantation, the graft can be considered to have performed within expectations. Structural valve deterioration is a known potential complication. Graft (B)(4) was not returned to cryolife so no direct observation could be performed. There were no rejectable attributes. No findings were identified that could have contributed to the reported event. The IFU identifies the following adverse events that may occur with the use of cardiac allografts: degeneration, valvular and perivalvular insufficiency, valvular and conduit stenosis, and death. The risk management file thoroughly identifies process and product hazards for approved indications. This event does not identify additional hazards or modify the probability and severity of existing hazards this report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant summary card received, previously implanted cryolife tissue was explanted on (B)(6) 2018. A query of records indicated a pulmonary valve and conduit was implanted on (B)(6) 1999 for this patient. Additional information received indicates that a ross procedure was performed on (B)(6) 1999 due to aortic regurgitation. The valve was explanted on (B)(6) 2019 due to aortic root aneurysm (57mm) and moderate aortic regurgitation, and moderate - severe pulmonary regurgitation (grade 3/4). The homograft was not calcified. The leaflets were retracted. The wall was simply thickened and fibrotic. The homograft was sent to the pathology lab, and not sent back to cryolife. The patient underwent a valve-sparing root replacement with autograft valve repair and pulmonary homograft replacement. The patient went home on pod (post operative day) 7. The patient was seen 3 months after surgery and the patient is doing great.